Event description:
Description of the problem (what / why) - labeling in asian. How many times did the defect occur - once medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes safety problem - no problem solved - yes how was the problem solved / additional information - replacement. Photo / sample available - no safety valve broken / damaged / defective - no indication / not applicable safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - no indication / not applicable impact on patient - no indication / not applicable contact with blood / body fluids - no indication / not applicable change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - no indication / not applicable. Where is the catheter located: in the abdomen or chest? - no indication / not applicable. Connected device (pleurx/peritx/brand) - pig1280k procedure performed by - doctor performed at - hospital additional information - none / not relevant answers: -could you please provide a further description of the issue " labeling in asian."? - the information on the label was in asian language thus not readable for us. - what was the impact to the patient? - no impact on the patient. The hospital had to use replacements - was there no label or missing/ incorrect label information ¿ label information in asian language. Received answer - 26 april 2023: "I apologize for the late response, but the review took longer than I thought. Since the product under complaint arrived to us only last week, I was able to check the labels. Attached you will find the label of the product under complaint. The information is not in asian as I thought. Still the use-by symbol is missing as well as use-by date." Per attached photo lot number is 0001446110 aska.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo sample was provided to our quality team for investigation. Upon visual inspection of the photos, for lot number 00001446110 it was observed that the bottom half of the information, which include the expiration date is not included in the label; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001446110 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Manufacturing personnel have been notified of this incident and additional training was provided. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a2101. Patient problem code: f26.

Event description:
Description of the problem (what / why) - labeling in asian. How many times did the defect occur - once . Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - replacement. Photo / sample available - no. Safety valve broken / damaged / defective - no indication / not applicable. Safety clamp open if valve broken. / damaged. / d.- no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - no indication / not applicable. Impact on patient - no indication / not applicable. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - no indication / not applicable. Where is the catheter located: in the abdomen or chest? - no indication / not applicable. Connected device (pleurx/peritx/brand) - pig1280k. Procedure performed by - doctor. Performed at - hospital. Additional information - none / not relevant. Answers: could you please provide a further description of the issue " labeling in asian."? - the information on the label was in asian language thus not readable for us. What was the impact to the patient? - no impact on the patient. The hospital had to use replacements was there no label or missing/ incorrect label information ¿ label information in asian language.